Event description:
It was reported that during testing and maintenance, the powered handle did not fire as intended and produced a loud noise upon attempted firing. It was noted that two adapters were tested with the same handle but had the same issue. A different handle and adapter were used during the case to continue. The issue was observed pre-operatively and there was no patient involvement.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial#:(B)(6), unk-sigadapt, unknown signia egia adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.